Manufacturer narrative:
One used device was received for evaluation. Functional and visual tests were done, the reported issue was duplicated. The root cause of the issue was due to a solvent application error. A review of the device history record (DHR) indicated that all inspections were completed during manufacture, and no issues had been noted at that time.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that it is leaking from the tip. The event occurred before patient use/during priming at facility.